Event description:
Received an electronic report from a hemodialysis unit who has reported an event. The facility was contacted where it was learned the venous medication port line separated from the chamber on the bloodline. This event occurred towards the end of the dialysis treatment. The treatment was discontinued 20 minutes early. As a result of this event, this patient did have a blood loss of between 500-600ml. The patient was covered by a dark blue blanket so the staff was unable to visualize the event until the dialysis technician noticed the blood loss behind the machine and then noticed that blood was also under the blanket. A stat hemoglobin was drawn and was reportedly 8.3. The patient was given 1 liter of normal saline IV. The md was notified of the event as well as the lab results and an order was given the ok to discharge this patient to home. Reportedly, the patient passed out and was also coughing up blood at home. 911 was called and the patient was transported and admitted to the hospital. The patient was given 2 units of prbc and underwent additional testing for a stomach or gastric bleed. The patient is currently being dialyzed in this unit with no further ill effects from this event. The rn stated all issues are resolved. The facility initially saved the device, but was then discarded.